Manufacturer narrative:
Based upon the clinical assessment, the reported endoleak (type iiib and type 1b) has been confirmed although the device remains in the patient. Overall the investigation is inconclusive related to being a manufacturing or design issue. Clinical review identified the following possible contributing factors: right common iliac artery growth to approximately 2.5 cm from 1.9 cm; and the bilateral tortuous iliac and access vessel arteries. Cautionary product use conditions that might have contributed to this event included the denoted moderate plaque described within the right common iliac artery. Patient factors that might have contributed to this event included use of antiplatelet therapy (asa) and, the additional antiplatelet therapy denoted in (B)(6) 2015.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, a limb stent graft, and a suprarenal aortic extension. Reportedly, a routine follow up determined patient had a type 3b endoleak. Physician re-lined the graft using a bifurcated and a limb stent graft to resolve issue. No patient injury reported.